Event description:
It was reported that a spectrum infusion pump was not recognizing an upstream occlusion during biomedical testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "does not recognize an upstream occlusion" caused by a dried solution found on the upstream sensor and pusher, inhibiting the device from detecting an upstream occlusion. The upstream sensor and pusher were cleaned and the device was found to operate as expected.